Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a leak in the chest pad. The chest pad was replaced with a universal pad. The following morning the other chest pad was replaced with another universal pad and the flow rate fluctuated between 1.4 and 2.8 l/min. The flow rate was 1.4 l/min, the inlet pressure was -6.3 psi (increased to -6.7psi), and the circulation pump command was running 83%. The pads were emptied and disconnected and the device was placed in manual mode. With only the fluid delivery line attached the flow rate went to 2.7lpm, the inlet pressure was -6.8psi, and the circulation pump command was running at 100%. The flow rate dropped to 0 l/mi and the device displayed alert 01 (patient line open) and alert 02 (low flow). Tech support was contacted, and it was noted that the flow rate was too high in bypass, leading the flow rate in bypass to drop to 0 l/min. The flow rate remained sub-optimal when the pads were reattached. The fluid delivery lines and pads were inspected there were no visible signs of damage. It was noted that the fluid delivery line would be exchanged and if the flow rate did not improve, then the pads would be replaced. Per additional information received, the fluid delivery line was exchanged and the medium size pads were exchanged with a small pads set. The flow rate settled at an optimal rate and the patient was able to complete therapy.

Event description:
It was reported that there was a leak in the chest pad. The chest pad was replaced with a universal pad. The following morning the other chest pad was replaced with another universal pad and the flow rate fluctuated between 1.4 and 2.8 l/min. The flow rate was 1.4 l/min, the inlet pressure was -6.3 psi (increased to -6.7psi), and the circulation pump command was running 83%. The pads were emptied and disconnected and the device was placed in manual mode. With only the fluid delivery line attached the flow rate went to 2.7lpm, the inlet pressure was -6.8psi, and the circulation pump command was running at 100%. The flow rate dropped to 0 l/mi and the device displayed alert 01 (patient line open) and alert 02 (low flow). Tech support was contacted, and it was noted that the flow rate was too high in bypass, leading the flow rate in bypass to drop to 0 l/min. The flow rate remained sub-optimal when the pads were reattached. The fluid delivery lines and pads were inspected there were no visible signs of damage. It was noted that the fluid delivery line would be exchanged and if the flow rate did not improve, then the pads would be replaced. Per additional information received, the fluid delivery line was exchanged and the medium size pads were exchanged with a small pads set. The flow rate settled at an optimal rate and the patient was able to complete therapy.

Manufacturer narrative:
The reported event was unconfirmed. The visual evaluation of the returned sample noted one opened (no original packaging present), used medium arctic gel pad kit present. Two chest pads within the kit were returned. Visual inspection of the pad surfaces noted no obvious visible defects. No leaks were observed. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. Each pad was individually tested and the flow rates were found to be within specification. All individual measured flow rates were as follows: * right chest pad: a total of 3.66 l/min m2 of flow rate was registered during the test. * left chest pad: a total of 4.46 l/min m2 of flow rate was registered during the test. According to the test method, the flow rate was found to be acceptable for all returned pads. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit."